Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported he has been feeling shooting/shocking sensation up in their left ribs/back region since about mid february. Pt reported they should be feeling shocking in both legs, but they aren't feeling shocking in their legs. Pt confirmed they did not have any recent falls or trauma. Patient services (ps) reviewed device function. Pt was recommended to consult with their managing physician for next steps. Pt mentioned they never turn off stimulation, but decreases stimulation and it did not help to stop the shocking. Pt was redirected to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.